Manufacturer narrative:
(B)(4). Batch # p55j7e. The analysis found that one pve35a device was returned with no apparent damage and with a reload cartridge loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? The device came off tissue fine. It would not open outside patient.

Event description:
It was reported that during a lobectomy procedure, after first firing the device would not open. Another like device was used to complete the procedure. There were no adverse consequences for the patient.